Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed on the device which found that the cutter would not lock in because of damaged locking components. It was determined that this would cause the device to overheat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the motor device was overheating. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.